Manufacturer narrative:
Additional information was received with the field experience report on 8/1/2018. The event date was updated. The final fill volume of the impacted product was 375ccs. On (B)(6) 2018 bilateral prosthesis replacement with 465cc mentor memorygel breast implants was performed. The investigation of the returned product was completed by the failure analysis lab on 8/9/2018. Device evaluation summary: it was reported that a (B)(6) year-old asian female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis. Right sided deflation was observed on (B)(6) 2018. Upon receipt by mentor, the device contained no fluid. Yellow material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the product evaluation team observed that the device appears intact. Leak testing was performed in accordance with mentor procedures and revealed one leak caused by a rent on the posterior view measuring approximately 0.2 cm. Microscopic examination of the rent edges revealed parallel striations which are similar to markings made by a sharp instrument perforating silicone material. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on 1/7/2018. The concomitant product information was obtained. Concomitant products: mentor smooth round moderate plus profile 375cc saline prosthesis, catalog #3502375, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female underwent primary breast augmentation with a mentor smooth round moderate plus profile 375cc saline prosthesis. Right sided deflation was observed on (B)(6) 2018. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.